Event description:
It was reported that the delivery wire of the coil was broken when inserted into the microcatheter. No patient consequences were reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In case of this complaint, the reported complaint was not confirmed. Based on analysis it was found that the delivery wire was not broken/fractured but the proximal contact was broken/fractured and this may have been perceived as being broken; therefore, an assignable cause of handling damage was assigned to the as analyzed coil proximal issue, since the issue appears to be associated with handling of the product or portion of the product/upon removal of the product from the packaging/preparation of the product prior to use. The proximal contact is not a contiguous part that forms the delivery wire but is a subcomponent location at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the detached/separated proximal contact may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question with an awareness date of 25 - nov -2019.

Event description:
It was reported that the delivery wire of the coil was broken when inserted into the microcatheter. No patient consequences were reported due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As this device was not returned as assignable cause of undetermined was assigned to the as reported issue coil delivery wire broken, since the review of all available information failed to indicate a probable cause.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the delivery wire of the coil was broken when inserted into the microcatheter. No patient consequences were reported due to this event.